Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was evaluated by baxter. The evaluation confirmed the reported symptom of "constant door jammed message" caused by loose link screws. The alarm was resolved during evaluation by adjusting the screws with the door performing as expected. The screws have been replaced.

Event description:
The customer reported that the spectrum pump displayed constant door jammed messages. No patient injury was reported. No further information was available.